Event description:
Reporter states pump does not deliver the full set dose. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device returned and evaluated. The stated problem was verified and was determined to be caused by the user not maintaining the calibration of the device. The evaluation also states that the housings were cracked and the tamper seal was voided. The pump passed all functional and delivery tests once it was recalibrated.